Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis found normal device characteristics.

Event description:
It was reported that the pulse generator exhibited an intermittent marker anomaly. Noise was observed on the electrocardiogram. The device was explanted and replaced.